Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded coils myometrium immediately adjacent to each fallopian tube"), pelvic pain ("pains and chronic pain"), gallbladder disorder ("gallbladder issues"), chest pain ("chest pains ((sharp and squeezing)"), dyspepsia ("digestive problems") and autoimmune disorder ("autoimmune disorders / autoimmune symptoms") in an adult female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure device implanted" in (B)(6) 2011 and device ineffective "left tube was not closed". The patient's past medical history included genital haemorrhage, multigravida, parity 3, delivery in 1984, delivery in 1995, delivery in 1997 and ovarian cystectomy in 2005. She denied use of birth control method before five years process. Concurrent conditions included bicornuate uterus, menometrorrhagia, abdominal cramps, low back pain, right lower quadrant pain, hot flashes, night sweats and bloating. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("muscles hurt and progressively getting worse / severe and persistent muscle pain (sore and stiff)/sore to do anything else"), musculoskeletal stiffness ("severe and persistent muscle pain (sore and stiff) / hand stiff"), arthralgia ("severe and persistent joint pain (sore and stiff) / joints hurt and progressively getting worse"), joint stiffness ("severe and persistent joint pain (sore and stiff)"), fatigue ("tired / extreme fatigue"), pruritus ("itchy skin"), muscle spasms ("muscle spasms"), headache ("headaches/head pain"), gingival bleeding ("bleeding gums") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced chest pain (seriousness criterion hospitalization) and the first episode of pain in extremity ("hand pain / foot pain / extremely sore feet (she could not walk)"). In (B)(6) 2015, the patient experienced skin lesion ("head sores") and nasal disorder ("nose sores"). In (B)(6) 2017, the patient experienced the second episode of pain in extremity ("bilateral foot pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), arthritis ("arthritis"), systemic lupus erythematosus ("lupus"), abdominal distension ("extreme bloating / stomach bloating"), body temperature fluctuation ("temperature fluctuations"), emotional distress ("suffering daily") and treatment noncompliance ("she denied use of birth control method following her essure placement procedure"). The patient was treated with amitriptyline, surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies), surgery (essure removal - laparoscopic/davinci robotic partial hysterectomy), surgery (cholecystectomy on (B)(6)2012), alternative therapy (heart catheterization in (B)(6) 2014; esophageal motilityendoscopy in (B)(6) 2014) and surgery. Essure was removed on (B)(6) 2015. On (B)(6)2015, the chest pain and abdominal distension had resolved. At the time of the report, the embedded device, pelvic pain, gallbladder disorder, dyspepsia, autoimmune disorder, allergy to metals, mental disorder, musculoskeletal stiffness, joint stiffness, fatigue, pruritus, muscle spasms, gingival bleeding, feeling abnormal, arthritis, systemic lupus erythematosus, body temperature fluctuation, emotional distress, treatment noncompliance and the last episode of pain in extremity outcome was unknown and the skin lesion, nasal disorder, myalgia, arthralgia and headache had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, autoimmune disorder, body temperature fluctuation, chest pain, dyspepsia, embedded device, emotional distress, fatigue, feeling abnormal, gallbladder disorder, gingival bleeding, headache, joint stiffness, mental disorder, muscle spasms, musculoskeletal stiffness, myalgia, nasal disorder, pelvic pain, pruritus, skin lesion, systemic lupus erythematosus, treatment noncompliance, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: plaintiff was not advised of complications that occurred at the time of her essure placement procedure. She was suffering from symptoms of lupus or other autoimmune disease. Physician claimed that she has the symptoms but it was not showing in her bloodwork yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tube was not closed but concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded coils myometrium immediately adjacent to each fallopian tube"), pelvic pain ("pains and chronic pain"), gallbladder disorder ("gallbladder issues"), chest pain ("chest pains ((sharp and squeezing)"), dyspepsia ("digestive problems") and autoimmune disorder ("autoimmune disorders / autoimmune symptoms") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure device implanted" in (B)(6) 2011 and device ineffective "left tube was not closed". The patient's past medical history included genital haemorrhage, multigravida, parity 3, delivery in 1984, delivery in 1995, delivery in 1997 and ovarian cystectomy in 2005. She denied use of birth control method before five years process. Concurrent conditions included bicornuate uterus, menometrorrhagia, abdominal cramps, low back pain, right lower quadrant pain, hot flashes, night sweats and bloating. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("muscles hurt and progressively getting worse / severe and persistent muscle pain (sore and stiff)/sore to do anything else"), musculoskeletal stiffness ("severe and persistent muscle pain (sore and stiff) / hand stiff"), arthralgia ("severe and persistent joint pain (sore and stiff) / joints hurt and progressively getting worse"), joint stiffness ("severe and persistent joint pain (sore and stiff)"), fatigue ("tired / extreme fatigue"), pruritus ("itchy skin"), muscle spasms ("muscle spasms"), headache ("headaches/head pain"), gingival bleeding ("bleeding gums") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced chest pain (seriousness criterion hospitalization) and the first episode of pain in extremity ("hand pain / foot pain / extremely sore feet (she could not walk)"). In (B)(6) 2015, the patient experienced skin lesion ("head sores") and nasal disorder ("nose sores"). In (B)(6) 2017, the patient experienced the second episode of pain in extremity ("bilateral foot pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), arthritis ("arthritis"), systemic lupus erythematosus ("lupus"), abdominal distension ("extreme bloating / stomach bloating"), body temperature fluctuation ("temperature fluctuations"), emotional distress ("suffering daily") and treatment noncompliance ("she denied use of birth control method following her essure placement procedure"). The patient was treated with amitriptyline, surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies), surgery (essure removal - laparoscopic/davinci robotic partial hysterectomy), surgery (cholecystectomy on (B)(6)2012), alternative therapy (heart catheterization in (B)(6) 2014; esophageal motilityendoscopy in (B)(6) 2014) and surgery. Essure was removed. On (B)(6) 2015, the chest pain and abdominal distension had resolved. At the time of the report, the embedded device, pelvic pain, gallbladder disorder, dyspepsia, autoimmune disorder, allergy to metals, mental disorder, musculoskeletal stiffness, joint stiffness, fatigue, pruritus, muscle spasms, gingival bleeding, feeling abnormal, arthritis, systemic lupus erythematosus, body temperature fluctuation, emotional distress, treatment noncompliance and the last episode of pain in extremity outcome was unknown and the skin lesion, nasal disorder, myalgia, arthralgia and headache had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, autoimmune disorder, body temperature fluctuation, chest pain, dyspepsia, embedded device, emotional distress, fatigue, feeling abnormal, gallbladder disorder, gingival bleeding, headache, joint stiffness, mental disorder, muscle spasms, musculoskeletal stiffness, myalgia, nasal disorder, pelvic pain, pruritus, skin lesion, systemic lupus erythematosus, treatment noncompliance, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: plaintiff was not advised of complications that occurred at the time of her essure placement procedure. She was suffering from symptoms of lupus or other autoimmune disease. Physician claimed that she has the symptoms but it was not showing in her bloodwork yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tube was not closed but concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: bilateral foot pain. Events per mr: embedded coils myometrium immediately adjacent to each fallopian tube. Concurrent condition, medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 21-oct-2015. The most recent information was received on 22-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coils myometrium immediately adjacent to each fallopian tube'), pelvic pain ('pains and chronic pain'), menorrhagia ('heavy periods'), gallbladder disorder ('gallbladder issues'), chest pain ('chest pains ((sharp and squeezing)'), dyspepsia ('digestive problems') and autoimmune disorder ('autoimmune disorders / autoimmune symptoms') in an adult female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure device implanted" in (B)(6) 2011, device ineffective "left tube was not closed" and treatment noncompliance "she denied use of birth control method following her essure placement procedure". The patient's medical history included ovarian cystectomy in 2005, delivery in 1997, delivery in 1995, delivery in 1984, genital haemorrhage, multigravida and parity 3. She denied use of birth control method before five years process. Concurrent conditions included bicornuate uterus, menometrorrhagia, abdominal cramps, low back pain, right lower quadrant pain, hot flashes, night sweats and bloating. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("muscles hurt and progressively getting worse / severe and persistent muscle pain (sore and stiff)/sore to do anything else"), musculoskeletal stiffness ("severe and persistent muscle pain (sore and stiff) / hand stiff"), arthralgia ("severe and persistent joint pain (sore and stiff) / joints hurt and progressively getting worse"), joint stiffness ("severe and persistent joint pain (sore and stiff)"), fatigue ("tired / extreme fatigue"), pruritus ("itchy skin"), muscle spasms ("muscle spasms"), headache ("headaches/head pain"), gingival bleeding ("bleeding gums") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced chest pain (seriousness criterion hospitalization) and pain of extremities ("hand pain / foot pain / extremely sore feet (she could not walk)"). In (B)(6) 2015, the patient experienced skin lesion ("head sores") and nasal disorder ("nose sores"). In (B)(6) 2017, the patient experienced painful feet ("bilateral foot pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), arthritis ("arthritis"), systemic lupus erythematosus ("lupus"), abdominal distension ("extreme bloating / stomach bloating"), emotional distress ("suffering daily"), amenorrhoea ("I dont have priods at all anymore"), uterine spasm ("uterine contraction"), alopecia ("hair was thinning and would not grow this"), hot flush ("hot flush"), palpitations ("heart palpitation") and myocardial infarction ("heart attack") and was found to have body temperature fluctuation ("temperature fluctuations"). The patient was treated with amitriptyline, heart catheterization in (B)(6) 2014; esophageal motilityendoscopy in (B)(6) 2014 and surgery (cholecystectomy on (B)(6) 2012, essure removal - laparoscopic/davinci robotic partial hysterectomy, ablation and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the chest pain, pain of extremities and abdominal distension had resolved. At the time of the report, the embedded device, pelvic pain, menorrhagia, gallbladder disorder, dyspepsia, autoimmune disorder, allergy to metals, mental disorder, musculoskeletal stiffness, joint stiffness, fatigue, pruritus, muscle spasms, gingival bleeding, feeling abnormal, arthritis, systemic lupus erythematosus, body temperature fluctuation, emotional distress, painful feet, amenorrhoea, uterine spasm, alopecia, hot flush, palpitations and myocardial infarction outcome was unknown and the skin lesion, nasal disorder, myalgia, arthralgia and headache had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, arthritis, autoimmune disorder, body temperature fluctuation, chest pain, dyspepsia, embedded device, emotional distress, fatigue, feeling abnormal, gallbladder disorder, gingival bleeding, headache, hot flush, joint stiffness, menorrhagia, mental disorder, muscle spasms, musculoskeletal stiffness, myalgia, myocardial infarction, nasal disorder, pain of extremities, palpitations, pelvic pain, pruritus, skin lesion, systemic lupus erythematosus, uterine spasm and painful feet to be related to essure. The reporter commented: plaintiff was not advised of complications that occurred at the time of her essure placement procedure. She was suffering from symptoms of lupus or other autoimmune disease. Physician claimed that she has the symptoms but it was not showing in her bloodwork yet. Per pfs: her big toe is been in pain for a few years. Can't wear heels at all. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: left tube was not closed but. Concerning the injuries reported in this case, the following ones were described in patients medical records: embedded device and social media: arthralgia." Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-apr-2020: update of quality-safety evaluation of ptc on 29-apr-2020: fu 9 & 10 were processed together. This is a retention case. All the information from deletion case (B)(4) has been transferred including reference number, event uterine contraction, alopecia, source document, and reporter information. Legacy device report num- 2951250-2019-11805 medwatch 3500a MFR number on 5-may-2020: fu 9,10,11 processed together. All references and source document from deletion case (B)(4) were transferred to this case. Following events were added from deletion case : hot flush, heart palpitation, heart attack.reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1882) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coils myometrium immediately adjacent to each fallopian tube'), pelvic pain ('pains and chronic pain'), menorrhagia ('heavy periods'), gallbladder disorder ('gallbladder issues'), chest pain ('chest pains ((sharp and squeezing)'), dyspepsia ('digestive problems') and autoimmune disorder ('autoimmune disorders / autoimmune symptoms') in an adult female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure device implanted" in july 2011, device ineffective "left tube was not closed" and treatment noncompliance "she denied use of birth control method following her essure placement procedure". The patient's medical history included ovarian cystectomy in 2005, delivery in 1997, delivery in 1995, delivery in 1984, genital haemorrhage, multigravida and parity 3. She denied use of birth control method before five years process. Concurrent conditions included bicornuate uterus, menometrorrhagia, abdominal cramps, low back pain, right lower quadrant pain, hot flashes, night sweats and bloating. On (B)(6) 2011, the patient had essure inserted. In july 2014, the patient experienced myalgia ("muscles hurt and progressively getting worse / severe and persistent muscle pain (sore and stiff)/sore to do anything else"), musculoskeletal stiffness ("severe and persistent muscle pain (sore and stiff) / hand stiff"), arthralgia ("severe and persistent joint pain (sore and stiff) / joints hurt and progressively getting worse"), joint stiffness ("severe and persistent joint pain (sore and stiff)"), fatigue ("tired / extreme fatigue"), pruritus ("itchy skin"), muscle spasms ("muscle spasms"), headache ("headaches/head pain"), gingival bleeding ("bleeding gums") and feeling abnormal ("brain fog"). In august 2014, the patient experienced chest pain (seriousness criterion hospitalization) and pain of extremities ("hand pain / foot pain / extremely sore feet (she could not walk)"). In july 2015, the patient experienced skin lesion ("head sores") and nasal disorder ("nose sores"). In july 2017, the patient experienced painful feet ("bilateral foot pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), arthritis ("arthritis"), systemic lupus erythematosus ("lupus"), abdominal distension ("extreme bloating / stomach bloating"), emotional distress ("suffering daily") and amenorrhoea ("I dont have periods at all anymore") and was found to have body temperature fluctuation ("temperature fluctuations"). The patient was treated with amitriptyline, heart catheterization in aug-2014; esophageal motilityendoscopy in sep-2014 and surgery (cholecystectomy on (B)(6) 2012, essure removal - laparoscopic/davinci robotic partial hysterectomy, ablation and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the chest pain, pain of extremities and abdominal distension had resolved. At the time of the report, the embedded device, pelvic pain, menorrhagia, gallbladder disorder, dyspepsia, autoimmune disorder, allergy to metals, mental disorder, musculoskeletal stiffness, joint stiffness, fatigue, pruritus, muscle spasms, gingival bleeding, feeling abnormal, arthritis, systemic lupus erythematosus, body temperature fluctuation, emotional distress, painful feet and amenorrhoea outcome was unknown and the skin lesion, nasal disorder, myalgia, arthralgia and headache had not resolved. The reporter considered abdominal distension, allergy to metals, amenorrhoea, arthralgia, arthritis, autoimmune disorder, body temperature fluctuation, chest pain, dyspepsia, embedded device, emotional distress, fatigue, feeling abnormal, gallbladder disorder, gingival bleeding, headache, joint stiffness, menorrhagia, mental disorder, muscle spasms, musculoskeletal stiffness, myalgia, nasal disorder, pain of extremities, pelvic pain, pruritus, skin lesion, systemic lupus erythematosus and painful feet to be related to essure. The reporter commented: plaintiff was not advised of complications that occurred at the time of her essure placement procedure. She was suffering from symptoms of lupus or other autoimmune disease. Physician claimed that she has the symptoms but it was not showing in her bloodwork yet. Per pfs: her big toe is been in pain for a few years. Can't wear heels at all. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: left tube was not closed but. Concerning the injuries reported in this case, the following ones were described in patients medical records: embedded device and social media: arthralgia." Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event menorrhagia was added and ablation was done for it . Another event amenorrhea was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains and chronic pain"), gallbladder disorder ("gallbladder issues"), chest pain ("chest pains ((sharp and squeezing)"), dyspepsia ("digestive problems") and autoimmune disorder ("autoimmune disorders / autoimmune symptoms") in a female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure device implanted" in (B)(6) 2011 and device ineffective "left tube was not closed". The patient's past medical history included genital haemorrhage, gravida ii, parity 3, delivery in 1984, delivery in 1995, delivery in 1997 and ovarian cystectomy in 2005. She denied use of birth control method before five years process. Concurrent conditions included bicornuate uterus. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("muscles hurt and progressively getting worse / severe and persistent muscle pain (sore and stiff)/sore to do anything else"), musculoskeletal stiffness ("severe and persistent muscle pain (sore and stiff) / hand stiff"), arthralgia ("severe and persistent joint pain (sore and stiff) / joints hurt and progressively getting worse"), joint stiffness ("severe and persistent joint pain (sore and stiff)"), fatigue ("tired / extreme fatigue"), pruritus ("itchy skin"), muscle spasms ("muscle spasms"), headache ("headaches/head pain"), gingival bleeding ("bleeding gums") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced chest pain (seriousness criterion hospitalization) and pain in extremity ("hand pain / foot pain / extremely sore feet (she could not walk)"). In (B)(6) 2015, the patient experienced head injury ("head sores") and nasal injury ("nose sores"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), arthritis ("arthritis"), systemic lupus erythematosus ("lupus"), abdominal distension ("extreme bloating / stomach bloating"), body temperature fluctuation ("temperature fluctuations"), emotional distress ("suffering daily") and treatment noncompliance ("she denied use of birth control method following her essure placement procedure"). The patient was treated with amitriptyline, surgery (essure removal - laparoscopic/davinci robotic partial hysterectomy), surgery (cholecystectomy on (B)(6) 2012), alternative therapy (heart catheterization in (B)(6) 2014; esophageal motility endoscopy in (B)(6) 2014) and surgery. Essure was removed on (B)(6) 2015. On (B)(6) 2015, the chest pain, pain in extremity and abdominal distension had resolved. At the time of the report, the pelvic pain, gallbladder disorder, dyspepsia, autoimmune disorder, allergy to metals, mental disorder, musculoskeletal stiffness, joint stiffness, fatigue, pruritus, muscle spasms, gingival bleeding, feeling abnormal, arthritis, systemic lupus erythematosus, body temperature fluctuation, emotional distress and treatment noncompliance outcome was unknown and the head injury, nasal injury, myalgia, arthralgia and headache had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, autoimmune disorder, body temperature fluctuation, chest pain, dyspepsia, emotional distress, fatigue, feeling abnormal, gallbladder disorder, gingival bleeding, head injury, headache, joint stiffness, mental disorder, muscle spasms, musculoskeletal stiffness, myalgia, nasal injury, pain in extremity, pelvic pain, pruritus, systemic lupus erythematosus and treatment noncompliance to be related to essure. The reporter commented: plaintiff was not advised of complications that occurred at the time of her essure placement procedure. She was suffering from symptoms of lupus or other autoimmune disease. Physician claimed that she has the symptoms but it was not showing in her bloodwork yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: left tube was not closed but... Medical records: (B)(6) 2011 : operative report. Essure devices were placed without apparent complication or difficulty. (B)(6) 2011 : office visit. Hysterosalpingogram. Impression: patent left fallopian tube. Bicornuate uterus with minimal stenosis of lower cornua. (B)(6) 2012 : operative report. Patient with classic right upper quadrant abdominal pain consistent with biliary colic, to undergo a laparoscopic cholecystectomy for relief of symptoms. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿case upgraded to incident. New reporters, demographic data (age, ethnicity and height), medical history, lab data, essure indication, removal and insertion date and lot number were added. The following events were added: head sores, nose sores, severe and persistent muscle pain (sore and stiff), severe and persistent joint pain (sore and stiff), itchy skin, muscle spasms, headaches/head pain, bleeding gums, gallbladder issues, arthritis, lupus, hand pain/ foot pain, allergic to nickel,stomach bloating , caused, aggravated psychiatric / psychological conditions, suffering daily, left tube was not closed and treatment non-compliant. The event chest pain was upgraded to serious. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.